Event description:
During remote follow-up, the device was found in back-up mode. During in-clinic follow-up, the device could be successfully interrogated which resolved the event. The patient was stable and will continue to be monitored. There were no adverse consequences.